Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right atrial (ra) lead was experiencing far r oversensing leading to inappropriate automatic mode switch (ams) episodes. Programming changes were made. The patient's condition was stable.